Manufacturer narrative:
The device was not available for analysis. Based on the information available it is most likely that the reported balloon rupture related to some procedural factors limiting the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Event description:
It was reported that the balloon ruptured while the physician was detaching a coil. There were not reported clinical consequences to the patient due to the event. No further details were reported.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon ruptured while the physician was detaching a coil. There were not reported clinical consequences to the patient due to the event. No further details were reported.